Event description:
It was reporter that when the preloaded intraocular lens (iol) was delivered normally, but after delivery it was noticed that the trailing haptic was missing (detached). The issue was noticed during implantation/application. There was no vitrectomy required and no incision enlarged. No other information is available.

Manufacturer narrative:
Section:a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.